Event description:
Patient allegedly received an implant on (B)(6) 2012 due to a vehicle accident . Patient is alleging vena cava perforation. Patient further alleges chest pain, abdominal pain, shortness of breath. The patient alleges the filter may have been retrieved; however, the information surrounding the retrieval is unclear. Per computed tomography report, "inferior vena cava is in place and oriented with the course of the inferior vena cava. The apex of the filter is located at the level of the left renal vein. Two struts in the 7 to 8:00 position extend into the region of the right psoas muscle, more caudally by 0.8 cm and more superiorly by 0.6 cm. A strut in the 8:00 position extends into the adjacent fat separated from the ivc wall by 0.5 cm. A strut in the 4:00 position extends into the fat anterior to the vertebral bodies separated from the wall by approximately 0.4 cm. No definite fracture or bending of the struts seen". No definite fracture or bending of the struts seen". "Impression: 1. Ivc filter in place, apex at the level of the left renal vein with 2 struts in the 7 to 8:00 position extending into the right psoas muscle. Two additional struts extend into the fat adjacent to the ivc as described".

Manufacturer narrative:
Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated: organ/vena cava (vc) perforation, chest pain, abdominal pain, shortness of breath. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: organ/vena cava (vc) perforation, chest pain, abdominal pain, shortness of breath. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Unknown if the reported chest pain, abdominal pain, and shortness of breath are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog and lot number are unknown, however, the alleged celect is manufactured and inspected according to specification. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Per CT report (addendum), "filter position: below the level of the renal veins." "Filter penetration: yes. Other findings: yes". "The anterior strut penetrates 10 mm through the ivc wall." "The left strut penetrates 13 mm through the ivc wall." "The posterior arm and leg strut penetrates 16 and 14 mm through the ivc wall. They both penetrate into the right psoas." "The right strut penetrates 8 mm through the ivc wall. It penetrates into the duodenum." "A left sided arm strut penetrates 12 mm through the ivc wall."

Manufacturer narrative:
Investigation: investigation is reopened due to additional information provided. Per quality engineering review, the additional information provided for this complaint does not change the previous investigation conclusion. Therefore, no new investigation activities will be conducted at this time. Cook will reopen the investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Catalog and lot number are unknown, however, the alleged celect is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Occupation: non-healthcare professional. Investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. Catalog number and lot number are unknown, however, the alleged celect is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Event description:
It is alleged that the patient received a celect inferior vena cava (ivc) filter on (B)(6) 2012, and the patient was injured without further explanation. Hospital and medical records have been requested, but not yet provided.